Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the a peritoneal dialysis (pd) patient had a leaking cassette during treatment. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (2 grams, intraperitoneal, one day) and ceftazidime (1 gram, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but the patient was toward the end of treatment so they did not complete treatment. The cassette was reported to be available for return to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the actual sample was returned without the original packaging to the manufacturer. During the disinfection of the actual sample, a leak was confirmed in patient line and in the drain line. During visual inspection, multiple cuts on the patient line and drain line were found. The reported issue was confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.